Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/07/2017 with the following findings: review of the black box data revealed records of power on reset. The battery cap was undamaged and fit properly on the pump; the cap contacts were evaluated and determined to be within required specifications. The battery compartment was intact and without damage. Moisture was visible behind the display lens. Moisture ingress was confirmed during leak testing through a crack in the pump case. Moisture was confirmed to be present inside the pump on the printed circuit board. Investigation confirmed the complaint.